Event description:
Patient's caregiver called in to report that the patient had passed away on (B)(6) 2024. Patient's caregiver further reported that the patient was wearing the wcd system. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. The returned therapy cable failed inspection for gel deployment, which confirms that the therapy cable functioned as expected. Data uploaded on (B)(6)2024 from the late-returned wcd system monitor indicates the patient was shocked a total of 6 times over two recorded vt episodes. The wcd was unsuccessful at converting the patient to a normal sinus rhythm. Someone in attendance disconnected the patient from the wcd several minutes later. Evaluation of the returned system confirmed no issue with device performance. The device investigation data indicates that the wcd did not harm the patient but was unable to successfully treat the patient. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".